Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that during a gastroenterological visit on (B)(6) 2021, peristomal swelling with ulcerated periwound skin and signs of necrosis were found. Abscess accumulation was detected by ultrasound. The device was removed and duodopa therapy was suspended. The patient was hospitalized awaiting surgical re-evaluation for abscess drainage and escharectomy.